Event description:
It was reported that the customer had experienced low blood glucose levels of 61 mg/dl and 47 mg/dl, which were treated with orange juice. The customer also stated that there were discrepancies between the sensor glucose values and the blood glucose values. The sensor glucose was 160 mg/dl but the blood glucose was 61 mg/dl, and on another day the sensor glucose was 130 mg/dl but the blood glucose was 47 mg/dl. The insulin pump had alarmed calibration errors, and sensor end. The sensor had ended two days early. At the time of the phone call the customer's blood glucose was 61 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).